Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the zimmer skin graft mesher serial number (B)(4) by zimmer biomet certified service repair technician on (B)(6) 2020 revealed the ratchet was stuck on the shaft, the ce mark was missing from the product and the comb was damaged. Repair of the device was performed by repair site/zimmer biomet certified service repair technician on (B)(6) 2020 which included replacement of the following: comb. Additional repair included cleaning of the ratchet. The device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported there was a device malfunction. The key stays blocked on the roll. Event occurred during surgery. Investigation showed the comb was damaged. No adverse event was reported as a result of this malfunction.